Manufacturer narrative:
This supplemental report is submitted to provide the results of the device evaluation and the legal manufacturer¿s investigation. Updates to sections h4 and h6. The suspect device was returned to olympus and evaluated. The reported problem could not be confirmed or duplicated. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A conclusive root cause could not be identified. Based on the results of the device evaluation and the available information, the investigation determined the possible causes as follows: 1.) It is possible that an endoscope or connection cable was not fully connected; 2.) It is possible that an endoscope, scope cable or camera head that the customer was using was defective. As stated in the instructions for use, the following statements may prevent the problem: "properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result."

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus a "bad contact to the camera plug." There was no patient injury, associated with the problem, reported to olympus.